Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). The caravel without the tip was returned for evaluation. Proximal to the tip breakage end, helical scratches made by contacting calcium were observed on the surface of remaining tip polymer. The polymer surface also roughened. The catheter lumen was narrowed down due to the braid tube and the inner polymer jacket that were gathered inwards by accumulated torsion. Approximately 5mm of the tip was missing; the tip was torn off at the distal end of the catheter shaft. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion and tensile stress were applied on the catheter while the tip was being trapped in the severely calcified lesion. The stress likely accumulated on the junction of the tip and the shaft segment, and the tip torn off when the accumulated stress exceeded the product's design limit. It was concluded that this event was not attributed to product quality. The missing tip was not returned; therefore, potentiality could not be ruled out that the separated tip might be left in the patient. Instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that the tip of a caravel microcatheter separated during a pci to treat severely calcified, diffused subtotal occlusions in the right coronary artery (rca). After wiring the occlusion, a balloon was delivered but failed to pass. The physician decided to exchange to a rota wire and the caravel was delivered when the caravel got stuck in calcium. To release the caravel from the calcium, the physician applied rotations when the catheter tip broke off. The separated tip could not be retrieved. Then rotablator was performed throughout the vessel and the separated tip was not visible anymore. Three dess were deployed in the rca. The procedure was successfully completed with reestablished blood flow of timi 3. There were no adverse patient effects and the patient was fine with good end result.